Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: device "popped", i.e. Deflation.

Event description:
Patient reported left side "popped." Device has been explanted.